Event description:
The customer reported that an expected alarm was not provided for the patient in room 6817 in the ICU on (B)(6) 2018 at approximately 03:30 on the intellivue mp70. No adverse event was reported.